Event description:
Bilateral MRI suspected rupture, right side.

Manufacturer narrative:
Sientra complaint #: (B)(4). At this time, the suspect device has not been returned for evaluation. Sientra will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Manufacturer narrative:
Sientra complaint#: (B)(4). Sientra requests to void this medical device report. Updated information was given by the healthcare provider that this side was not affected and is the contralateral.